Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-8850 c-line soft tissue release instrument was scratching/cutting before touching the trigger. The surgeon believes the hand piece had an extra piece of plastic or something that damaged the tissue upon insertion. A case was involved, and the patient was affected with minimal tissue/organ damage.